Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the first complaint for this lot number and issue to date. Investigation summary: received on powerport MRI isp with 8fr groshong catheter for evaluation. Visual inspection identified one split with two material bridges spanning the split. The split characteristics are defined by material bridging, and a granular break surface. Therefore, the investigation is confirmed for the alleged leak. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported the patient had a cv-port catheter placed via the right internal jugular vein. Approximately two week post implant, the esophagus was resected and the stomach tube was reconstructed. The following day, edema around the neck occurred. An infusion was done from the periphery as the operator felt there was an abnormality of the cv port. Approximately three weeks post implant, contrast medium examination demonstrated a catheter fracture. Approximately one month post implant, the cv-port catheter was removed and another one was placed via the left internal jugular vein.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned yet.

Event description:
It was reported the patient had a cv-port catheter placed via the right internal jugular vein. Approximately two week post implant, the esophagus was resected and the stomach tube was reconstructed. The following day, edema around the neck occurred. An infusion was done from the periphery as the operator felt there was an abnormality of the cv port. Approximately three weeks post implant, contrast medium examination demonstrated a catheter fracture. Approximately one month post implant, the cv-port catheter was removed and another one was placed via the left internal jugular vein.